Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving an unknown aesculap ag knee implant system. Specifically, an outside law firm reported that a patient experienced postoperative loosening. A revision surgery had been planned. Additional information was not provided. The adverse event is filed under aesculap inc. Reference no. (B)(4).